Event description:
It was reported that during a low anterior resection procedure, the device could not be removed. Prior to removing the device, the surgeon opened it two full turns. The instruction for use states to use 1/2-3/4 turns for removal. In addition, the device did not staple and cut correctly. Consequently, the patient received a colostomy. It has not been determined if the colostomy will be permanent or temporary. There were no other reported patient consequences.

Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.